Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock and detection enhancements were reprogrammed. Approximately a month later, the patient presented to the clinic after receiving shocks. Interrogation of the device revealed anti-tachycardia pacing (atp) was delivered but did not convert. Five shocks were then delivered and therapy was exhausted. The patient was asymptomatic prior to shock delivery. Boston scientific technical services (ts) discussed rhythm identification (rid) may have become uncorrelated, resulting in therapy delivered. Boston scientific technical services (ts) discussed programming options to consider. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.